Event description:
On (B)(6) at 8:57pm through (B)(6) 2024 her dexcom "turned off" sometime between 8:50 and 10:28 pm, and turned back on between 3am-5:30am. This happened almost every night during that time period. The time it turned off was within 10 minutes of her saying good night to me. When this happened it said signal loss wait 3 hours. This error persisted despite her phone being within 5 feet of her. When it turned off she was still up walking around, she was not laying on it. We tried replacing the sensors and transmitters and during this time used 6-8 transmitters and 12+ sensors. During the overlaping time frame when she was still using her pump, the pump was able to read her blood sugar (but the pump does not alert and was deemed not safe r/t the unexpected bolus in the last report). This led us to believe that the error was related to the app on her phone. During the time of signal loss, her other bluetooth devices remained connected, the bluetooth in her phone was not disconnected. The app was still actively running in the background. I contacted dexcom nearly daily, I asked for this to be escalated and was told it was but I was not contacted. The nutritionist in the office checked all of the settings in the phone and app, nothing was amiss. She gave me the local rep who gave me the escalation email address, I did not hear back. They have not responded to a subpoena from my lawyer. There are approximately 1.7 million people who use dexcom and are potentially at risk, yet the company will not investigate these errors. If her dexcom had turned off the same night the omnipod gave the bolus and she was sleeping it could have resulted in death. My daughter has a history of critically low blood sugar overnight. This resulted in us both waking every 2 hours to check her blood sugar. She is now on the libre 3 on a new I-phone. She fears it may happen with the new device because we don't know how of why her device was shutting off leaving her vulnerable. I will attach her data and a spread sheet I made of the times. I have met with a cyber security professional who has helped me think through any potential glitch or malfunction and it all seems to come back to the phone/app being hacked. I am aware of peer reviewed literature that this is possible and has been done. These events will affect her quality of life and diabetes management for the rest of her life. As a mother and healthcare professional I am disgusted that this company has failed to act. I have downloaded her dexcom data as well as made a spread sheet of the times it turned off/on daily. I tried to attach as a photo but the file is incorrect format. But I have some photos of what it looked like on her phone. Ref report: mw5157003.